Event description:
The patient received her scs system including a paddle lead on (B)(6) 2006. It was reported that the lead migrated. During the procedure to reposition the lead on (B)(6) 2008, the physician noted that the lead was damaged. The lead was replaced and the ipg was electively replaced as well. The explanted devices were returned to ans for analysis. No additional events have been reported since the replacement of the lead and ipg.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned with fluid inside the lead body which may have gotten in at a damaged area around the strain relief. The wire to channel-2 paddle contact is broken just above the weld. It appears it was overstressed and pulled based on the wire being dislodged from its original location near the channel 4 paddle contact. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.